Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, however, a cartridge alarm 9 occurred and pump time was incorrect. A new cartridge was loaded, time was corrected, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 343 mg/dl.